Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jan-2025. Investigation summary this complaint is for high mic with pseudomonas aeruginosa when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4254904. The customer returned isolates, panel returns and phoenix generated lab reports for the investigation. The lab reports show no mic and high mic antibiotic results for pseudomonas aeruginosa when using the complaint batch. To investigate, two customer returned panels each of the complaint batch were inoculated with each of the two customer returned p. Aeruginosa isolates and placed in a phoenix m50 to evaluate for mic results. Next, one control panel each were inoculated with each of the two customer returned p. Aeruginosa isolates and placed in a phoenix m50 to evaluate for mic results. At the end of the run, all panels returned the expected mic results and no test aborts were observed. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (pseudomonas aeruginosa) had a high mic (false resistant) for all antimicrobials. The user noted that all of the pseudomonas aeruginosa isolates that were mucoid were false resistant. The user reported the false result to the provider; however, the user was advised to perform repeat testing, where subsequent results were as expected. No health impact or consequence reported. Report 1 of 3.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (pseudomonas aeruginosa) had a high mic (false resistant) for all antimicrobials. The user noted that all of the pseudomonas aeruginosa isolates that were mucoid were false resistant. The user reported the false result to the provider; however, the user was advised to perform repeat testing, where subsequent results were as expected. No health impact or consequence reported. Report 1 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.